Manufacturer narrative:
This product is not made with natural rubber latex. This report pertains to the event reported and requiring medical intervention on (B)(6) 2014. Although product was reported as 1838 the lot number being reported would pertain to catalog number 1838r. (B)(4).

Event description:
A female anesthesiologist had skin irritation with a competitor brand of face mask. She switched to 3m surgical mask and used the mask without problems for the past few years. On (B)(6) 2014 the doctor wore a 3m surgical mask (catalog number 1838) and alleged redness and swelling on her face in the shape of the mask. She went to the hosp employee health ctr where she was given over-the-counter benadryl (diphenhydramine). Four hours later she alleged the symptoms had not resolved; she went to the emergency room. She was given a solumedrol (methylprednisolone) injection and told to take prescription prednisone and zantac (ranitidine), and over-the-counter benadryl. On (B)(6) 2014, the doctor wore another surgical (catalog number 1388) from a different box (lot unk). She alleged the redness and swelling recurred. She alleged some trouble breathing and used an inhaler that she had for her asthma. The symptoms resolved. In addition to asthma, the doctor reported she has a latex allergy.